Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro tissue welder stopped working mid-case. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
The device was returned to cardiac surgery on apr 23, 2010, for investigation. Visual inspection revealed that the jaws were burnt. The cannula was received with the scope wash tubing still inside, but was very bent and kinked. A supplemental report will be submitted when the investigation is completed. (B)(4).